Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing that caused pacing inhibition. The ra lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of noise was confirmed. Visual analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the coil. No other anomalies were found.